Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 246 mg/dl. Reportedly, customer wore the pump against the skin. The infusion set was changed to addressed the event. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.